Event description:
Nightly, when I am using the liberty cycler, when I begin to fill but, especially during the last fill, I experience severe pain. I have talked with my pd about this situation but, they seemed to take it lightly, not knowing how to help me. The pain I experience during the last fill, is like nothing I have never felt before. The pain generally starts in my right side. Then, it moves into my chest and then my shoulder. The pain hurts and burns. The pain last for the duration of the fill and sometimes afterwards for a short time. This pain happens 6 nights out of 7, roughly. Dates of use: (B)(6) 2011 - (B)(6) 2012.